Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication on the patient programmer. The patient could not feel stimulation. The caller mentioned that at one point they saw the lightning bolt in the left corner but now it was not connecting. The patient had surgery yesterday and bad bandages or swelling present. The patient stated that they were out of it yesterday which was clarified that they meant they were tired and was sleeping a lot because they had worked a lot the day before and then just had surgery. The patient was going to see the health care professional (hcp) on friday.

Event description:
The patient reported that they tried to recharge their device, but could not get more than 2 coupling bars. Troubleshooting was done at the time of the report, but the issue remained unresolved. The patient was a poor coupling screen. They noted there was swelling at their ins pocket site. The patient was to follow-up with their healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was having difficulty getting more than two couplings bars. It was noted that she had tried with and without the antenna and the most she got was two coupling bars. The patient had another patient¿s recharger and was able to get six coupling bars with it. It was mentioned that there was slight swelling and no redness and the swelling was getting better. A replacement was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.